Manufacturer narrative:
Additional information: complaint device was returned to manufacturer. Device available for evaluation - yes, returned on july 06, 2016. Device returned to manufacturer - yes. Device evaluation: complaint device was returned for evaluation. The preloaded insertion system was received in its original box. The plunger component was observed in a fully advanced position. Cartridge was observed correctly engaged into lower body of the device. Visual inspection at 10x microscope magnification was performed. No lens was observed in the device. No debris / particles and/or foreign material was observed. Only evidence of viscoelastic ophthalmic viscosurgical device (ovd) residues were detected inside the cartridge tube and tip. The reported foreign material on the lens was not confirmed on the returned sample. The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. During manufacturing process, all lenses are inspected under 10x microscope magnification and defective devices are rejected. A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, returned device analysis and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If explanted; give date: not applicable. Lens remains in situ/implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
Initially, it was reported that after implantation of a pcb00 intraocular lens (iol), the surgeon noticed a foreign body at the optic haptic junction. During a follow up, clarification was received stating that when iol was injected in the eye, there was a piece of white material that came out of the injector with the iol in the anterior chamber. The white material was removed with irrigation/aspiration. The lens was left in situ. Reportedly, pre-operative visual acuity was 0.44 (log mar). No further information was provided.